Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call to have issues with the sensor and site sticking. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting. After troubleshooting, customer will not be returning the device for analysis.